Manufacturer narrative:
Pending investigation. D10: optetrak logic femoral component, posterior stabilized, cemented, sz 5, left 02-010-01-0250, (B)(6). H7: z-0021-2022.

Event description:
As reported, the patient had an initial left tka on (B)(6) 2016. The patient was revised on (B)(6) 2023 due to the recall. The tibial insert and femur were exchanged. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the reported revision cannot be confirmed from the information provided but may be due to inclusion of the polyethylene in the packaging recall, wear, loosening, infection, fracture, instability, and/or patient related factors. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and relevant clinical information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.